Event description:
Related manufacturing report: 2017865-2025-15529. It was reported patient presented remotely. Remote interrogations showed that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) exhibited high capture thresholds causing a high pacing output and loss of capture. No intervention was performed. Patient was stable.